Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a bunion surgery, it was observed that the electric pen drive device was cutting on and off like it was not getting enough power while in use with the cable device. It was reported that it was a possible short. There was a two minute delay to the planned surgical procedure. It was reported that the surgery was successfully completed using the same devices. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.